Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b1 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image was dark. The issue was found during inspection for use in a gynecological surgery. The surgery was completed with the same device. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. The device evaluation did not find any faults. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.